Event description:
On 23-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set) showed that the tubing was detached from the tubing connector. Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in united states. The patient reported that the infusion set tubing had detached at the quick release while the patient was sleeping. The site location was the patient's upper buttocks. The pump was worn on same side of the site. The infusion had been in use for 2 days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures or humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.

Event description:
Unomedical reference number (B)(4). Event occurred in united states. The patient reported that the infusion set tubing had detached at the quick release while the patient was sleeping. The site location was the patient's upper buttocks. The pump was worn on same side of the site. The infusion had been in use for 2 days and the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures or humidity. There was no stress or pull on the tubing and the pump was not dropped with the set connected to the patient's body. No further information available.